Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years and 7 months post implant of this 27mm aortic bioprosthetic valve, the patient presented with moderate stenosis and severe insufficiency. A 26mm transcatheter valve was implanted valve-in-valve. No additional adverse patient effects were reported.